Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer experienced a non-recoverable 307 fault. Before calling technical support, the customer had attempted to power cycle the system without success. The technical service engineer (tse) reviewed the error logs and found error 307 pointing to the axes controller platform (acp) 5. The surgeon decided to convert to lap. No known impact or patient consequence was reported. Intuitive surgical contacted the site and obtained the following additional information regarding this event: the system had not been used for at least four weeks due to summertime theatre closures. This system was the first day back in use. The initial start went fine, and everything seemed normal. The operation was done laparoscopically. The customer advised that as far as they were informed the patient tolerated the change. However, the reporter was not in the theatre after the laparoscopic part started. There were no post-operative complications as the surgeon was used to do these operations laparoscopically all the time before davinci system. There was no video recording of the procedure available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axes controller platform (acp) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The acp was analyzed, and the reported failure could not be reproduced. However, the error was confirmed via error logs/system logs. A remote fe review showed an error 1007 which meant a power monitor device on ac board reported an error. The acp board was installed and tested on the pca xi system. The system started without any errors. Also, deploy for draping and undocking functions were tested. The unit passed as moving and turning all positions of the psc.